Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level ranged from 40-70 mg/dl, cause of low bg was unknown. The customer declined further assistance from tandem technical support regarding the low bg issue. Reportedly, customer continued using pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.